Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient complained about halos and glare after implantation of the intraocular lens (iol). The iol was explanted and replaced during a secondary surgical procedure. The incision was enlarged during the replacement. A vitrectomy was not performed. No other medical or surgical intervention was required. Patient was doing fine when discharged. No additional information was provided to abbott medical optics.